Event description:
Reportedly, the ICD was implanted on (B)(6) 2015, and ICD memories have been reset on that day. On (B)(6) 2015, the physician received a remote monitoring alert stating that the shocks were disabled. Therefore, the physician called the patient for an unscheduled follow-up. Upon interrogation of the ICD, the shocks were found activated.

Event description:
Reportedly, the ICD was implanted on (B)(6) 2015, and ICD memories have been reset on that day. On (B)(6) 2015, the physician received a remote monitoring alert stating that the shocks were disabled. Therefore, the physician called the patient for an unscheduled follow-up. Upon interrogation of the ICD, the shocks were found activated.